Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same cases as MDR ID 2134265-2018-03946 and 2134265-2018-03993. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. During the procedure, the auto pullback function could not work properly. However, the issue was resolved after the physician used a new opticross¿ imaging catheter and a sled. No patient complications were reported and the patients' status is stable.